Manufacturer narrative:
The suspect device did not arrive for product evaluation. Therefore, the product evaluation could not be completed. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device has been requested for return but has not yet arrived for evaluation. When it has arrived and has been evaluated the findings will be sent in a supplemental submission. The device history record review was completed and all manufacturing inspections passed with no non conformance's. Additional product codes, dqe, qaq, mud, dsb, qms, fll, dxn.

Event description:
It was reported during use that there were inaccurate blood pressure values with the clearsight module. The displayed numbers were 20 to 40 points different from the blood pressure cuff reading. The clearsight reading would stop and a fault message of "pump malfunction" was displayed. When this occurred, they would have to restart the monitor. The pump unit was ruled out as a suspect device as when it was replaced the issue still occurred. The clearsight module was replaced for a different one and then everything worked without further incident. There is no physical damage seen on the module. There was no inappropriate patient treatment administered. The patient demographics were requested and not provided. There is no patient injury.